Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned for analysis. Analysis revealed distal conductor blood/fluid obstruction. Additionally there was blood noted in/on the helix mechanism. The analyst noted that the blood in the distal conductor most likely entered through the is-1 pin as there was no inner insulation breach observed.

Event description:
It was reported that during implant the stylet would not pass through lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.